Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial #: (B)(4), product type: programmer, patient. Product ID: 97792, lot #: n450733, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 23-oct-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a loss of therapeutic effect. They noted that the stimulation therapy lost its effectiveness throughout the course of the day. They also noted that they have been ¿twisting and doing things that they are not supposed to do¿ because they are not in pain. The patient reported on (B)(6) 2015 that they had met with their manufacturer representative and their concerns were resolved. However, on (B)(6) 2015 the patient reported that they were not happy with the results of their implant. They met a manufacturer representative in late (B)(6) 2014 or early (B)(6) 2015 for reprogramming. The patient then began experiencing sudden pain under their right breast, the upper part of their ribcage and severe pain on their left leg and right side. The patient had to turn their device off for three weeks because of the pain. The patient was scheduled to meet with their surgeon to discuss options on (B)(6) 2015. After another appointment it was determined that the lead had impedances greater than 10,000 ohms. The patient was going to have surgery within 2 weeks of (B)(6) 2015 to replace the lead. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s lead replacement surgery was scheduled for (B)(6) 2015.